Manufacturer narrative:
An investigation was conducted for one pharma cellular therapies customer complaint for two lot numbers of bact/alert® inst culture bottle (part number 259785). The two case numbers and lots are listed below. Case (B)(4) - inst lot number 0001056926, expiry 20jan2022. Case (B)(4) - inst lot number 0001055810, expiry 21may2021. The customer reported difficulty performing a seeded study with a microbiologics® strain of bacteroides fragilis atcc® 25285¿. The customer inoculated multiple bottles for each lot number and some bottles flagged positive, but one bottle for each lot number did not flag positive. Pictures and bottle graphs provided are consistent with a true negative result. The culture of the inoculum showed the organism did not grow on their tsa plates. The customer did state they will purchase agar plates that contain blood, to ensure the more fastidious anaerobic organism will grow. The customer noted one of the negative bottles had bubbles present. No bact/alert® 3d instrument data backup was provided for the investigation. A seeded study is a manual process involving preparation of a known concentration of an organism from an organism stock prior to inoculation of sample into media (e.g. Culture bottle). With limited information on the manual process the customer performed, the investigator deemed the most likely root causes for the two inoculated bact/alert inst bottles not to flag positive were related to oxygenation of the bottles during inoculation (e.g. Use of a 21 gauge needle), or too low of an inoculum was injected into the bottle (e.g. No plate count performed by customer to verify). The bottles were incubated for 7 days at 36°c. The bubbles mentioned by the customer in the one picture, are normal. The media is protein based, and can foam when the bottle is shaken. There is no impact to any patient because the customer stated this was a seeded study performed for qc purpose of new bottle shipments and not a test sample. The impact to the customer is that the anaerobic organism failed to grow in all bottles inoculated, and they must find the root cause and address why the failure occurred. The failure required extra resources and supplies, as the test must be repeated and the lot numbers may not be able to be used until the issue is resolved. The impact to business is that the failed seeded study results could impact actual test results if the root cause is not determined and resolved. The bottle instructions for use (IFU) were reviewed by the investigator and found to have adequate directions for the user. The IFU recommends using a smaller gauge needle, as some air enters during inoculation and using a smaller needle reduces the amount of air, see excerpt below. Bottle inoculation and incubation: 2. Bact/alert® I nst culture bottles contain an anaerobic atmosphere under vacuum and must not be vented. Multiple inoculations into a bottle should be avoided due to the potential for air to enter the bottle, which may substantially delay detection times. Users should consider using a 23-gauge needle to prevent disruption of the anaerobic environment, which may occur if a larger gauge needle is used for inoculation. Queries of the manufacturing data, and the complaint data do not reveal any adverse trend for any similar issue related to the inst bottle or bacteroides fragilis. One of the lots is now expired. Review of the manufacturing records show that the bact/alert inst culture bottle lots 0001056926 and 0001055810 met all quality control and release criteria. (Note: biomérieux uses the same atcc strain for release testing). Level 2 global customer service reminds level 1 customer service of the resources for troubleshooting: bact/alert inst bottle instructions for use (IFU); 4573 - csn - bactalert - universal troubleshooting form; protocol - seeded blood culture study - bactalert microbial detection system; evaluation protocol - 60-00799-3 - csn (B)(4); immediately obtain an instrument data backup. The following are possible root causes that can cause a seeded study negative result for an anaerobic organism: failure to use pre-reduced broth and media. Venting bottle with room air during inoculation with needle: use small gauge =23, keep needle vertical to avoid stretching inoculation hole. Not using a healthy strain or improper handling of strain. Adding too few organisms: use a plate count of inoculum to ensure organism numbers are above the limit of detection for the bottle. Failure to mix bottle by inversion prior to loading on instrument. The investigation did not find that the bact/alert inst bottle lots 0001056926 and 0001055810 were the root cause for the complaint issue. Customer service provided the clinical biomérieux seeded study procedure 60-00799-3 in 5056-csn to the customer as a reference, as it contains specific advice for performing anaerobic seeded studies.

Event description:
Intended use: bact/alert® I nst culture bottles are used with the bact/alert microbial detection systems in qualitative procedures for enhanced recovery and detection of a variety of anaerobic and facultative microorganisms. The laboratory is responsible for validating the bact/alert system and culture bottles for their testing purposes. Description of the issue: an industry customer in united states notified biomérieux of obtaining false negative results after spiking the bact/alert® inst bottles (ref. 259785, lot #0001055810 ) with bacteroides fragilis atcc® 25285¿ for growth promotion testing. The customer spiked two bottles : one bottle was positive and one was negative. The customer also tested another lot of bact/alert inst, lot #0001056926: one of the bottles tested positive and one of the bottles was negative. The bottle that was negative contained air bubbles. The sensor didn't change color. The customer did not sub-culture the bottles. The customer also tested clostridium, but didn't encounter any issues with that organism. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated